Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 578 mg/dl to "high" on the continuous glucose monitor. Bg cause was unknown. Bg was addressed with a supply change. A system check was performed, and it was found that the customer was using off label insulin (apedra) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.